Manufacturer narrative:
The device was received for evaluation. A device evaluation was performed, and it was noted that the reported issue was verified. The cause of the reported condition could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the transfer of a patient to a bed using an uno mobile patient lifting system, the hook (connecting the slingbar to the lift arm) came off. The hook hit the patient on the forearm as it dropped and caused the patient to fall a short distance on to the mattress of the bed. The patient was not injured from the fall, however, sustained a 15cm laceration to the forearm from the hook. The injury was cleaned and then closed with sutures, and a sling was applied. An x-ray confirmed no fracture. No additional information was available.